Event description:
Option elite ivc filter failed to deploy.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Option elite ivc filter failed to deploy.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot could not be conducted since a lot number was not provided. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned the delivery catheter sheath with the dilator inserted, the pusher wire inserted through the cartridge, and the filter out of the cartridge. Visual inspection found no damage to any of the returned components. The analyst reloaded the filter back into the cartridge using the loading tool. Functional testing was conducted by using both the pusher wire and the dilator to deploy the filter. No issues were observed. Therefore, the reported issue could not be duplicated with the returned components. Since the reported issue could not be duplicated with the returned components, no further evaluation was conducted and no corrective action was taken.